Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team.

Event description:
Customer reports a ppatient had right radial and right femoral artery accesses for chronic total occlusion intervention. During procedure, radial and femoral arterial transduced blood pressure significantly dropped simultaneously from 160s to 60s. There was a discrepancy between non-invasive blood pressure and transduced pressure. Due to low transduced pressure, pressors and inotropes were administered. Patient was intubated. Changed out acist transducer, so believe problem was in malfunctioning consumable/disposable manifold.